Manufacturer narrative:
The device with the lens was returned. The lens stop has been removed. The plunger is at the start position. The plunger lock in in place/reinserted. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The lens has been replaced in the loading area posterior surface up. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was removed and cleaned with lphse. A scratch is observed on the posterior surface. The lens dimensions plan view are acceptable using an approved template. The root cause for the reported posterior capsule rupture could not be determined. A specific malfunction has not been indicated against the device. No device damage was observed. It was noted that there did not appear to be adequate viscoelastic in the device. It is unknown if this was a contributory factor as no other details have been provided. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the posterior capsular bag ruptured after the lens was delivered into the patient's eye. The lens was removed from the eye and another lens was implanted instead.